Manufacturer narrative:
The balloon loss of pressure seems to have been caused by a longitudinal tear approximately 5 mm from balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1107502) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the (B)(4) sales professional that a patient underwent a diagnostic cerebral procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 5f procedural sheath. A pre-procedure femoral angiogram revealed no presence of peripheral vascular disease (pvd) or calcification at the access site. Following the procedure, the physician who is a trained user of the mynx, chose the device for femoral arterial closure. Reportedly, when the physician attempted to pull the balloon back towards the arteriotomy for temporary hemostasis, a balloon rupture occurred. The physician removed the device and converted the patient to manual compression where successful hemostasis was achieved. The patient was discharged with no reported clinical sequela. No further information was provided.